Event description:
Related manufacturer reference number: 1627487-2022-03016. It was reported the patient experienced ineffective stimulation. Diagnostics indicated high impedances on the right t12 lead. X-rays indicated the lead had migrated. In turn, surgical intervention may be pending. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates one of the leads was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.